Event description:
It was reported that an ilet pump displayed alert code 61 multiple times and then powered off, consistent with an external flash write error and device malfunction affecting internal electronics. Symptoms included no injury and a self-reported blood glucose of 176 mg/dl. Outcomes included device replacement and continued use of the customer¿s cgm until the replacement arrived. Investigation included review of complaint details and device history, and collection of return logistics for evaluation. Investigation of this case revealed a suspected electronic memory write failure consistent with the reported alarm and inability to restart. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to an internal electronic component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.